Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out of range shock impedance measurement of 0 ohms. Boston scientific technical services (ts) discussed that due to the low current used to perform the shock lead integrity test it can be susceptible to external electromagnetic interference (emi) that can alter the results. The patient was brought in to the clinic to check the system, and everything appeared normal. The shock lead impedance was 63 ohms in the clinic. The system remains in service. No adverse patient effects were reported.